Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment has been returned for evaluation. Visual assessment of the device could not confirm the reported complaint of the anchor being deployed from the inserter when removing it from the packaging. The anchor is free from the inserter as well as the, stay suture and suture threader. The stay suture and suture threader were not returned. Examination of the anchor shows it is damaged at its distal end and by the suture slot and it showed small fragments missing. The anchor is also soiled in this area with what appears to be human matter. The condition of the device indicates it was attempted to be used. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder arthroscopy surgery the implant detached from the device when the product was being opened. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. Results of the investigation have concluded that there was an intra-operative implant breakage which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.